Event description:
It was reported after using bd bactec¿ standard/10 aerobic/f culture vials (plastic) there was biological contamination seen in one sample. No adverse impact was reported regarding the patient or user. This is report 4 of 6.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1.initial reporter phone #: (B)(6). E.1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.